Event description:
As reported to coloplast though not verified, patient was implanted with novasilk mesh. Later the patient experienced urinary retention, hydronephrosis [water in the kidney], bleeding, hematoma, elevated creatine, pain, nerve damage, tape tension, infection, incontinence, dyspareunia, vaginal adhesion and constipation. A transvaginal cystoscopy urethrolysis and removal of the mesh under were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.